Event description:
It was reported the transmitter failed to initialize when the sensor was connected. The caller reported the sensor cannula had been pulled up to the base. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.